Manufacturer narrative:
Investigation summary: customer reporting accidentally associating a patient to an incorrect sample (444165/sn (B)(6)). Walked customer through the association change to the correct patient. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of may. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that when using the bd epicenter¿ single user software, due to a nurse's error, the access number was incorrectly linked to the wrong patient. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd epicenter¿ single user software, due to a nurse's error, the access number was incorrectly linked to the wrong patient. No patient impact reported.